Event description:
Post delivery, baby brought to nursery and placed on warmer, which was set at 37.4 c. Temp probe placed on baby. Baby bathed and probe replaced after bath. Three minutes later, when baby re-checked, there was a reddened area on her chest. On further exam, it was noted that the warmer had jumped to 40.3c and was not alarming. The warmer was immediately shut off and redness on chest faded away without any intervention. The event was witnessed by a second nurse, that warmer was set on "skin" and not manual, and probe was on baby's chest and not alarming. Warmer was taken out of service and marked "do not use" until seen by biomed department. The MFR, draeger medical, inc. Will be coming to (B) (6) hospital on (B) (6) 2010 to evaluate the equipment.